Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted in bipolar configuration on the right ventricular (rv) lead. It was noted that lead degradation may have occurred due to length of time implanted. The lead was reprogrammed and then was capped and replaced.. No patient complications have been reported as a result of this event.